Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on (B)(6) 2022, the patient needed to use a guide wire for surgical operation. When the package was unpacked, it was found that the outer skin of the tip end of the guide wire was missing 1 cm, which made the guide wire unable to be used normally. Per follow-up information received via ibc on 13may2022, stated that the device was not used by the patient. Per follow-up information received via ibc on 18may2022, stated that 1cm piece was broken from the guidewire.

Manufacturer narrative:
The reported event is confirmed, cause unknown. No physical sample was provided, however, a photo sample was submitted. An evaluation of the photo sample was completed. The image showed the guidewire coating cut off and leaving the wire fully exposed. A potential root cause for this event could be, "improper material selection/geometry". As no patient involvement was not reported the device was not used, however, it is intended for treatment purposes. It is unknown if the device had met all relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract." The actual/suspected device was inspected.

Event description:
It was reported that on 15-apr-2022, the patient needed to use a guide wire for surgical operation. When the package was unpacked, it was found that the outer skin of the tip end of the guide wire was missing 1 cm, which made the guide wire unable to be used normally. Per follow-up information received via ibc on 13may2022, stated that the device was not used by the patient. Per follow-up information received via ibc on 18may2022, stated that 1cm piece was broken from the guidewire.